Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011; d224trk, bi-ventricular defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that there was an alarm for a single instance of high impedance observed on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.